Manufacturer narrative:
The device evaluation is ongoing. Prior to the device evaluation, the device was sent out for additional microbiological testing. The hygiene microbiological investigation report indicated the channels of the scope were cultured and there was no detection of microbial contamination. The results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
The customer reported having used the gastrointestinal videoscope on 8 patients while awaiting the results for routine culture testing. Positive culture test results were subsequently received. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
Correction to b3. Please see b3 for further information. Correction to h6 "medical device problem code" of the initial report, "2303 - microbial contamination of device" is being corrected to "4048 - failure to clean adequately". This report is being supplemented to provide additional information based on the legal manufacture's (lm) final investigation and the device evaluation. The device was returned and evaluated where no abnormalities were found that could have led to the reported event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the event may have occurred by difference in handling of device between olympus recommendation and the user understanding. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor the field performance of this device. This report is related to mfrs 16384 (1/8), 18132 (2/8), 17127 (3/8), 17108 (4/8), 17343 (5/8), 17173 (6/8), 17139 (7/8), 17858 (8/8).